Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2016-00299 and 1627487-2016-00300.